Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: the battery compartment was found to be cracked from the threads to the sealing on the side. Moisture and corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was unable to power on and was completely unresponsive due the moisture corrosion on the battery terminal. There was no damage found to the returned battery cap. The battery cap secured to the pump and maintained electrical connection. The pump¿s cover was removed; moisture ingress was found to the printed circuit board. The reported ¿power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.